Event description:
It was reported that this right ventricular (rv) lead was explanted due to difficulty to extract as the lead inner coil had become unraveled. A new lead with different model was implanted. This lead was retained by the hospital. No additional adverse patient effects were reported.